Event description:
It was reported that the fast-fix 360 curved delivery system deployed the second anchor prematurely. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No suture or ts remain on the insertion needle or were returned for evaluation. The needle is bent on two planes. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Further investigation is not warranted at this time.